Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was an occlusion during purging and when igniting the pump once turned off to re-purge. Patient was not relieved immediately because cadd pump was set with a few minutes delay due to occlusion.